Event description:
Pt was revised to address a loose femoral stem. It was reported that the pt fell, cracked femur, stem subsided into canal.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. It is stated in the initial product investigation request, it was not suspected that the device failed to meet specifications or contributed to the reported event. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed . Should additional info be received the investigation will be reopened.